Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the oxygen (o2) hose was leaking. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen (o2) hose was leaking. After speaking with the customer, the field service engineer (fse) ordered the replacement o2 hose for repair.

Manufacturer narrative:
Upon arriving onsite, a field service engineer carried out an o2 hose replacement and verified that the issue was resolved as the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service.